Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coating surface of the insertion tube came off due to a degradation component failure. A root cause could not be identified. The customer reported failure could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had an e216 error when adjusting the angulation during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coating had peeled off due to a degradation failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical related component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had an e216 error when adjusting the angulation during inspection for use. There were no reports of patient involvement.